Event description:
It was reported during remote follow up that the right ventricular lead displayed high capture threshold and high pacing impedance. The physician stated he felt the slow rise in rv capture threshold and rv pacing impedance was due to a physiologic change and the lead will continue to be monitored. There were no patient consequences.